Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited loss of capture shortly after implant. The physician alleged the lead likely dislodged during an unrelated procedure. It was noted that the patient was not dependent. Programming changes were made. The patient was in stable condition.